Event description:
Customer reported discordant test results were obtained with one patient sample when using the coulter act diff analyzer. The sample, collected via fingerstick, had sat for five minutes prior to analysis. There were no instrument-generated flags with the test results. Erroneous test results were not reported out of the laboratory. Quality control was run before the event and was within range. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. The fse performed quality control and reproducibility, all within specifications. No deficiencies were identified. Another fse evaluated the analyzer. That fse verified hemoglobin gain, as well as the aspiration and mixing cycles. Ran startup and quality control, and verified that the instrument was operating within specifications. Probable cause, based on the data analysis, was determined to be inadequate sample mixing of the fingerstick sample. The test results obtained are indicative of inadequate sample mixing. The fse duplicated the issue using an inadequately mixed venous sample. Product labeling was evaluated. Act diff operator's guide, 6.22 troubleshooting guides, table 6.10 irregular sample results, situation, wbc and plt results are too high or low and hgb and rbc are opposite, too low or high, the probable cause is the sample was not mixed adequately before aspiration.